Manufacturer narrative:
No product or images were returned to assist in the investigation. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition the instructions for use (IFU)s for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, pt sizing, proper amount of overlap between components, pt f/u guidelines etc. The IFU recommends a minimum of one stent overlap between the components. Angulation of the aortic neck, aneurysm, and iliac arteries is identified as a pre-implant determinant that may affect the device that is selected. More than one stent overlap can be achieved based on the devices that are selected and the pt's anatomy. Without add'l info or imaging, we are unable to determine the pt's suitability for evar. Etiology of the endoleak in unk at this time. Per internal clinical review, the clinical rationale for the observation is unk. At this time there is no indication that a design or process induced failure of the device resulted in the suspected endoleak. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anamnesis was renal disease, hyperpiesia and hostile abdomen. Moreover, right common iliac artery was chronic total occlusion - so an aorto-uni-iliac procedure was performed. Femoral to femoral bypass surgery was not needed to be performed since blood flow to lower extremity was preserved due to collateral development. The main body, the converter and the iliac leg were placed. After ballooning with a coda balloon catheter, an endoleak was observed at around the junction part of the iliac leg. Ballooning was performed a couple of times. The endoleak was reduced, but remained a little. The physician decided to take f/u observation. The pt's condition after the procedure is unk as it was not provided by the reporter.